Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment occurred. It was initially reported that during the procedure, the hemostatic valve had a crack in it as the physician was trying to introduce the ablation catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. To troubleshoot the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue was resolved, and the procedure was continued. There was no patient consequence. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 00002243 identified no internal actions related to the reported complaint condition. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment occurred. It was initially reported that during the procedure, the hemostatic valve had a crack in it as the physician was trying to introduce the ablation catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. To troubleshoot the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue was resolved, and the procedure was continued. There was no patient consequence. Additional information was later received indicating it was actually the brim cap that was broken/cracked. The hemostatic valve did not dislodge inside or outside of the hub. The brim cap/hub did not detached from the sheath. The sheath was being used on the patient at the time of occurrence, but air did not enter the patients body. No needle had been advanced yet.